Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The video processor (vp) was analyzed and found the reported error was confirmed and replicated. In logs, error 31243 was found indicating the leaf fault on the vp, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vp was installed onto a golden system where the error 31243 was triggered indicating fault on the video processor power distribution (vppd), replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and the verified the vppd to be the source of the fault. The complaint was confirmed based on failure analysis. A device history record (DHR) review for vp involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue was attributed to a defect on the vppd on the vp.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the site was experiencing issues with the camera not working. Prior to calling in, the site tried a different endoscope and rebooted the system with no change. The tse had the site perform a hard reboot with no change. The tse had the caller perform a second hard reboot with no change while checking the video processor (vp) connections and breaker. The system continued to fault with an error 31243 and the vp light was not lit. The tse asked if the site had a different vision side cart (vsc) available, but the caller confirmed there was not an extra vsc available. The caller then ended the call. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery due to the reported problem with the camera and tower. No increase of port size occurred, and no additional ports were placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processer (vp). The system was tested and verified as ready for use. Isi has received the vp for evaluation, but evaluation has not been completed as of the date of this report.